Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice (hc) during use. The home patient (hp) was not connected at the time of the initial report. During troubleshooting, the hp reported she had changed the cassette but did not change the bags. The baxter technical service representative (tsr) advised the hp that she needed to stop and change the set up because she had used the old bag with the new cassette. Product surveillance contacted the patient on (B)(4) 2011 regarding the reported event. The patient stated that they were able to resume therapy successfully after starting over with new supplies and that they did no notice any visible damage or abnormalities with the supplies in use when alarm occurred. The patient stated that they understood they have to change out all the supplies when starting over. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that she changed out the cassette but reused the same bags during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.